Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The sealant was soaked in blood, protruding out from the side slit of the shuttle tube and adhering to the catheter shaft. The advancer tube was in the manufactured position. The procedural sheath was on the catheter, abutting the distal end of the shuttle hub. No kink was observed on the sheath and no resistance was felt when the procedural sheath movement was checked. The sealant grip tip was removed from the catheter shaft and shuttle down procedure was simulated without issue. The advancer tube was engaged to the distal tamp lock as intended. The catheter, advancer tube, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Visual inspection also revealed that there was no saline in the balloon of the returned device. The review of the lot history record (f1611201) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by the sealant prematurely swelling up, increasing the profile, potentially contributing to the resistance during shuttling down. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device failure. The investigation also revealed that the balloon from the returned device was incorrectly prepped. Per the mynx instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported the user was unable to completely shuttle down the mynxgrip vascular closure device to deliver the sealant to the patient's artery, because the shuttle got stuck. It is unknown whether or not the stopcock was opened on the procedural sheath prior to shuttling down. Significant resistance was felt when shuttling down, which led to the user applying excessive force. It is unknown whether or not there were any kinks in the sheath or device after removal. The device was removed from the patient and manual compression was applied for an unknown duration to achieve hemostasis. There was no patient injury. Additional information was requested but was unknown.